Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. The lot number reported 74b1801744 to part number ip-5041ns (smart concha no sterile). Such part number is part of finish good (B)(4) (corrugated comfort flo). Based on this, the device history record of batch number 74b1801744 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation to confirm the alleged defect and determine a root cause, it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "water filled universal column and was bubbling up the heated wire circuit." It was reported there was no patient injury or consequence. Patient condition reported as "fine". Event reported as occurred during use on a nicu patient.